Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a door issue. The field service engineer found that few meds and supplies got stuck behind 2 plastic bins, not allowing the doors to open. The fse used pyxis keys to access door latch open/close lever and clear items behind plastic bins to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a door failure.the customer stated that the ed1 door is not opening and beeping when trying to recover.there were no adverse events or injuries reported based on this event.